Event description:
Account complained to the sales consultant that during a hand procedure the tip of the drill bit broke and was stuck in the patient''s bone. The tip was retrieved and the surgeon used another drill bit to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The lot number provided could not be verified; therefore, further investigation cannot be performed. A visual inspection revealed the tip was broken at the transition to the flute. Additionally the shaft had scratches and helical dents indicating abuse. The measurable dimensions were measured within specification. No conclusion could be drawn as the material properties could not be accurately verified. The design of this product is consistent with other synthes drill bits and the lack of information to help determine the cause of the event results in the inability of the investigation to conclude the root cause of the incident.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 1 of 1 for this complaint (B)(4).